Manufacturer narrative:
The unit alarmed button error and did not have a button response due to corroded keypad traces. The displacement, basic occlusion, occlusion, prime, and excessive no delivery test could not be performed due to a button keypad anomaly. The unit had a minor scratched display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked reservoir tube window, and a missing end cap sticker.

Event description:
The customer called in to report a keypad anomaly and low blood glucose levels. The customer stated that their work schedule changed which caused their eating habits to change. The customer's blood glucose level was 44 mg/dl at the time of incident, but was 88 mg/dl during the call. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.